Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the instrument associated with this report was not received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon had prepared the femur and began implanting the size 5 trilock into the canal when the threads from the j & j custom inserter he uses broke off while still engaged in the femoral component. The case was lengthened 5-7 minutes due to the fact that he had to then remove the stem and reimplant another size 5 trilock. Other than the time, the surgery and outcome were not seemingly affected by the incident. The wasted implant and inserter were disposed of by the hospital and therefore will not be returned. Doi: unknown dor: (B)(6) 2020.